Event description:
It was reported to boston scientific corporation that an ultraflex uncovered tracheobronchial stent was used during a bronchoscopy procedure within the bronchus on (B)(6) 2010. According to the complainant, during the procedure, once the physician began pulling on the deployment suture, it broke. It was reported that the stent had not been deployed at all. The physician was able to remove the device without issue and use another ultraflex to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Event description:
It was reported to boston scientific corporation that an ultraflex uncovered tracheobronchial stent was used during a bronchoscopy procedure within the bronchus on (B)(6) 2010. According to the complainant, during the procedure, once the physician began pulling on the deployment suture, it broke. It was reported that the stent had not been deployed at all. The physician was able to remove the device without issue and use another ultraflex to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
(B)(4) relates to (B)(4) for deployment suture break. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device presented with the stent partially deployed by approximately 4mm. A visual examination of the delivery system found no kinks or bends. Additionally, the deployment suture was examined and there was no evidence of a break. The deployment suture was pulled and the stent deployed without any restrictions. No issues were noted with the stent's profile. Although the condition of the returned device was not consistent with the reported issue of deployment suture break, the device was returned partially deployed, which is still considered a reportable event. The most probable root cause is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.